Event description:
It was reported that two days after implant, the device was found to have migrated from its original position and both the right ventricular (rv) and right atrial (ra) leads were dislodged. During a procedure to revise the leads and device, the helix of the ra lead would not retract for repositioning. The ra lead was explanted and replaced. The device and rv lead remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and the lead was stretched. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism (sleevehead), there was blood in/on the helix/lobe mechanism, and there was apparent explant damage. Analyst visual comment: the lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
Asku